Event description:
Philips received a complaint by the customer on the v60 indicating that a 1127 "overvoltage protection circuit failure (ovp) circuit failed" error occurred. There was no patient involvement at the time the issue was discovered as the issue occurred during device setup. The customer called technical support to report that a 1127 "ovp circuit failed" alarm error message was displayed on the screen. The remote service engineer (rse) evaluated the device and found that the 1127 error code was logged in the event log. The customer verified that the data acquisition (da)-motor controller (mc) cable was seated correctly. The rse then advised the customer to replace the mc printed circuit board assembly (pcba) to resolve the issue. Resolution and disposition are pending.

Manufacturer narrative:
Multiple attempts have been made on 16may2024, 04jun2024, and 11jun2024 to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.